Manufacturer narrative:
The association between the coopervision device and the event is unconfirmed.

Event description:
The patient instilled a new pair of contact lenses on (B)(6) 2017. The next day he began to experience a stinging sensation in the right (od) eye. The patient removed the lenses the following day but on (B)(6) was still experiencing eye pain and sought medical treatment from her optician who immediately referred the patient to the hospital with a central corneal ulcer. The patient was prescribed antibiotic eye drops and was seen for several follow up appointments. After two follow-up visits the patient was informed she could resume lens use on or about (B)(6). The patient instilled a new pair of lenses on (B)(6) 2017 and began feeling a stinging sensation. The patient self-medicated with the drops previously prescribed and alleges she was experiencing an eye infection with eye pain, itching, and discharge. The patient was seen for medical attention on (B)(6) at the hospital and given more eye drops and was discharged from hospital care on (B)(6) 2018. The patient was seen for a consultation with her optician at a specsavers location on (B)(6) and was advised not to wear lenses for 3-6 months due to scaring in the right eye. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.